Manufacturer narrative:
Section h6 - health effect - impact code: corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the patient's outcome could not be conclusively determined through this evaluation. No autopsy was performed. The device was not explanted and will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas, including death, localized infection, and sepsis. The IFU also lists multiple types of organ failure and dysfunction (right heart failure, respiratory failure, renal dysfunction, and hepatic dysfunction) as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 ¿patient care and management¿ includes information regarding how to prevent and control infection. The heartmate 3 lvas patient handbook, rev. D, contains several sections with information about how to prevent and control infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The patient developed spontaneous fluid drainage from a wound/scab picked on their chest. A computed tomography (CT) scan of the chest was completed which demonstrated small subcutaneous fluid collections in the midline lower chest wall anterior to the inferior sternum/xiphisternum with surrounding inflammatory changes, concerning for abscesses. The patient developed multi system organ failure due to septic shock.

Event description:
It was reported that the patient passed away due to multisystem organ failure. The outcome was considered to be device or therapy related. An autopsy was not performed. The device was not explanted and would not be returned for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.